Event description:
It was reported that a physician successfully implanted an x-stop device into a patient. Approximately six months post-op, the physician removed the device from the patient. The patient was no longer getting relief. No additional information was reported.

Manufacturer narrative:
Device not returned, follow up conversation with company representative.